Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) ultrasound was output while the probe was in contact with hard tissues such as bones and calcified tissues, metal clips, staples of staplers, and other surgical instruments, resulting in scratches on the probe. 2) since the output was continued in the state of "1", a load was applied to the probe, causing cracks from scratches. Also, an error occurred. 3) a load was applied to the probe and it broke. Or grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out. The following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure an unspecified error was received for the device. The device was removed from the patient body cavity and checked. The device probe was broken off. There is no harm or adverse impact to the patient. The functional mode and settings at the time of the event were seal and cut (level 1), seal (level 3). The intelligent tissue monitoring (itm) setting were on during the procedure.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The users complaint was confirmed. Upon inspection of the device it was observed that the probe was broken at 15 mm from the tip of the probe. The broken probe tip was not returned. There were scratches around the broken part. Upon checking the fractured surface, it was found that the fracture originated from the scratch. There were no scratches on the handle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.